Event description:
A potential product issue has been reported with our artiste mv linear accelerator. In the abundance of caution, this issue is being reported. For patient "(B) (6)" - treatment plan was corrupted after mixed beam scenarios were included within the treatment plan. Root cause is currently being investigated. There is no report of any injury. Risk analysis is pending. Corrective action is pending investigation results.